Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was continuously printing gibberish. A technical support specialist (tss) dialed into the station and followed the relevant knowledge article "1.5.2.1 thermal printer prints gibberish on new devices" for resolving thermal printer gibberish issues on new device. The tss then refreshed the drivers on the printer and the customer confirmed that the printer was working correctly. The issue was resolved. The system functioned as intended a technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the printer was continuously printing gibberish. However, there were no delays or adverse events or injuries reported based on this event.